Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Returned packaging confirms reported device lot number. The device was returned with the handle and the basket formation in the closed position. There is no damage to the basket sheath. Functional test determined the handle does not actuate basket formation. Visual examination noted the basket wires in the basket formation are twisted and the wires are folded inward on itself, preventing basket formation expansion. A review of the device history record found there were no non-conformances related to the reported failure mode. A review of complaint history revealed no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information related to the reported failure mode: caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to be non-functional due to the distal end being folded over on itself. The cause for the observed damage could not be determined. Possibly there was an issue when attempting to insert the device into the scope where the distal end caught on the scope and forced the distal end of the basket to fold over, but that cannot be confirmed. A conclusion as to the cause of the damage could not be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to patient contact, the user checked the function of the ngage nitinol stone extractor but the basket would not open/close well. They user used another ngage nitinol stone extractor instead. There have been no adverse effects to the patient.